Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient had pmt due to competitive atrial pacing. Pvc led to an ap and initiated pmt rhythm. Programming changes were made.